Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that during treatment of a calcified lesion, the balloon ruptured at nominal pressure. No patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that factors that can contribute to balloon rupture may include, but are not limited to, balloon damage during manufacturing, patient anatomy, lesion calcification, lesion tortuosity, interaction with other devices, or insufficient preparation. It was reported that the lesion was calcified, which could have contributed to the balloon rupture. A review of the manufacturing records show no units rejected for balloon damage. Without the device to examine, a thorough analysis could not be performed and no determination can be made as to the root cause of the reported discrepancy.